Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer¿s blood glucose (bg) level displayed "low" to "high", although specific values were not provided. The customer addressed their elevated bg with a manual injection and treated their low bg with consuming carbohydrates. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.